Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6, h10. Corrected field: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During the inspection, olympus confirmed the reported event. In addition, the following non-reportable malfunctions were discovered during the device evaluation: a non-olympus lamp, a missing screw, a damaged front panel, accumulated dust, and corrosion on the chassis and connector socket. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the switch to emergency light was the result of overheating caused by dust from the fan. The event related to non-olympus lamp can be prevented by following the instructions for use which state: warning never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the lightsource switched on the emergency lamp. It is unknown when the event occurred. There were no reports of patient harm.